Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely, confirming the report event and also indicated that the system reboot did not resolve the issue. Analysis of the logs files does not confirm any malfunction. A philips filed service engineer (fse) inspected the system onsite and indicated that the operating system (os) was not starting up. During troubleshooting, fse found that the suite pc was not able to read the solid-state drives (ssd) causing the system to not to boot up correctly. Fse replaced the suite pc , reinstalled the software and restored the backup. The replaced suite pc was returned for analysis and the part analysis indicated that the hard disk drive (hdd) bay of the suite pc was defective. Philips has confirmed that the reported failure is due to a disk bay failure. Due to the disk bay failure, the system may not perform as intended and may stop functioning and imaging may not be possible, resulting in delay of procedure. Philips has initiated a medical device correction (z-1151-2024) /field safety corrective action (2023-igt-bst-027). The correction has been scheduled to be implemented on the system and the system was returned to use in good working order after the replacement of suite pc. The codes were updated based on the investigation outcome.